Event description:
Complainant alleged that users were performing CPR to an (B)(6)-old, male patient. The device was attached and CPR was stopped. The device returned a "shock advised" determination; however, failed to charge energy. The device was power cycled and then the device failed to charge for a second and third time. Complainant indicated that an ambulance arrived and with another device to continue treating the patient. Complainant indicated that there was no adverse effect tot he patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.